Event description:
It was reported that following the implant procedure the patient experienced fever, decreased blood pressure, decreased urine volume, and st elevation widely identified by ECG. Pericardial effusion was identified by echocardiogram. Circulatory failure was diagnosed due to external pericarditis and cardiac tamponade. Pericardial drainage was performed, and 400 milliliters (ml) of dark-red color blood was drained and the patient's hemodynamics improved. A computerized tomography (CT) scan did not identify obvious perforation for the leads, angiography was performed to the right atrium and ventricle but lead perforation was not identified. An attempt was made to show lead apex with the use of intracardiac ultrasonic waves, but endocardium and myocardium only were obviously seen and lead burr in the epicardium side could not be seen. Helix perforation and risk of complete perforation were considered. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.